Event description:
During a routine incoming inspection of the products, a distributor has found five products with foreign bodies and two products with colored stains. There was no patient injury as the devices never reached the hospital.